Manufacturer narrative:
(B)(4). D10: cat# 139258 lot# 468120 m2a-magnum 42-50m tpr insrt +3 cat# 157450 lot# 764720 m2a-magnum mod hd sz 50mm cat# us# 515570 m2a-magnum pf cup 56odx50id. G2: foreign ¿ event occurred in canada h6: proposed component code: mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one year post-implantation, the patient underwent a hip revision due to pain and stem loosening. During the revision the stem was loose and removed easily and fibrous tissue was excised. The stem and head were exchanged. Attempts have been made and no further information has been provided.